Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) migrated into the axilla and shoulder area. The patient stated they were "annoyed" by the location of the device. The pocket was revised, the device was repositioned, and the device was sutured into the pocket position. The device remains in use. No patient complications have been reported as a result of this event.